Event description:
On (B)(6) 2014, the patient contacted animas stating she had issues with the pump. The patient stated she went into surgery on (B)(6) 2014 and was off the pump until she returned from rehabilitation a week later. On (B)(6) 2014, around 7:30 am the patient reportedly was found unresponsive and the emergency medical team (emt) was contacted. The patient¿s blood glucose reportedly was 48mg/dl and the emt reportedly treated the patient with intravenous fluids (IV). The patient stated she was unsure what other treatment was provided to her. It was noted that there was a battery life issue on (B)(6) 2014 and the patient was advised at that time to disconnect from the pump and to use an alternate form of treatment. It was noted that the patient declined to disconnect from the pump until it is replaced. The patient reportedly was having personal issues, had surgery and was confused. Customer technical support (cts) reviewed the pump with the patient. The pump alarm history indicated a ¿low cartridge¿ alarm. The pump history also indicated a date of (B)(6) 2007 and a ¿replace battery¿ alarm on (B)(6) 2015. A review of the bolus history indicated no boluses performed between (B)(6) 2014. The patient reportedly had issues navigating through screens and listening to instructions. The patient stated she did not recall if she had bolused or had a snack prior to bed. The patient reportedly continued to remain on the pump and stated that the pump is working fine during troubleshooting with cts. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. It was unknown if there was a time/date issue at the time of the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.